Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that during the stent placement procedure in the cephalic arch, the biliary stent could not be deployed any further after being partially released. The delivery system and the guide wire were removed as a single unit. Another stent was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation the returned device confirmed the partial deployment of the stent with the distal part of the stent fractured. The disposition of the fractured segment is unknown. A force transmitting component of the grip was found to be broken indicating the presence of high release force. The metal tube inside the handle was found to be deformed causing the guide wire to get stuck in the delivery system and resulting in the reported retraction issues. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult vessel anatomy or challenging placement site may lead to high friction during the attempt to release the stent and subsequent deployment failure. The reported application of the stent placement in the cephalic arch represents an off-label use of the device which may be another contributing factor to the reported event. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit." And "examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used." Furthermore, the IFU states that the lifestent biliary stent system is intended for use in the palliation of malignant strictures (neoplasms) in the biliary tree.